Event description:
On an unknown date, the patient was treated for a ruptured descending thoracic aneurysm with a gore tag thoracic endoprosthesis. There were access site complications involving post-operative thrombosis of the common femoral artery that required a thrombectomy. The patient also had a stroke 4 days postoperatively. She underwent carotid endarterectomy and subsequently had full neurologic recovery.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.